Event description:
It was reported that the patient underwent an initial shoulder arthroplasty and is subsequently being considered for a revision due to instability and pain approximately twelve years post-implantation. No additional information is available.

Manufacturer narrative:
Concomitant medical products: 11-113708 bio-mod st.12x115 w/align hole 300060, 113927 bio-mod 54x22mm hd 4mm offset 476840. The complaint is still under investigation. Once the investigation is complete a follow up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the CT scan. Review of the available records identified the following: the bony destruction and osteolysis of the glenoid as well as transverse fracture of the base of the coracoid process are likely the cause of the patient's pain and/or instability. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. Subsequently, the patient was revised approximately 12 years later due to an eroded glenoid, instability, and pain.

Manufacturer narrative:
(B)(4). The compliant is under investigation. Once the investigation is completed a follow up report will be submitted. Concomitant medical products: unknown humeral stem; unknown humeral head.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty and subsequently considered for revision due to unknown reasons. No additional information is available.